Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7324638 number, and no non-conformances were identified. Manufacturing date: may/05/2016 expiration date: may/03/2020 a manufacturing record evaluation was performed for the finished device 7283952 number, and no non-conformances were identified. Manufacturing date: jan/19/2016 expiration date: jan/15/2020 reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year old hispanic female patient underwent primary breast augmentation with two 525cc mentor smooth round moderate profile saline breast prostheses and suffered a breast implant deflation on an unspecified breast, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple follow-ups have been performed but no clarifying information was provided. So, both the left and right breast implant information will be provided. A supplemental report will be submitted with clarifying information become available.